Manufacturer narrative:
Customer returned insulin pump for an alleged blank display and exposure to moisture found on (B)(4) 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Device was cut open to perform visual inspection and found power connector becoming loose from electrical board 1 due to corroded electrical board 1. Corrosion was also found on the electrical board 2, force sensor, motor assembly and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Electrical board 2 was cleaned using isopropyl alcohol and swapped out with a working test electrical board 1, case, internal battery and motor. Using the battery simulator, the insulin pump was still unable to power up. Blank display was confirmed due to power connector becoming loose from electrical board 1 due to corroded electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display was confirmed due to power connector becoming loose from electrical board 1 due to corroded electrical board 1. Unable to generate power management graph, download history files and traces confirmed. Device exposed to moisture confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turned off after the medtronic logo appeared on the screen. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.